Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was fired at the base of the appendix using a blue reload and the device functioned properly. However, the patient was brought back to surgery on (B) (6) 2010 for a reoperation. It was noticed that there was a bleed at the base of the appendix. It is unknown if the patient received a blood transfusion or the amount of blood loss. The patient has been discharged. The device was discarded. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.